Event description:
In 2008, during an educational call, the patient's mother mentioned the pt changed her insulin infusion headset because it was hurting her but gave no further info. On follow up with the mother, the mother stated the pt has had redness and swelling at her infusion site and because of this, has changed her infusion headset every 2 days. She said the pt has had elevated blood glucose readings in the 500 mg/dl range and has been spilling ketones. The mother stated the pt is also sick with another ailment which may be affecting her blood glucose. The mother was advised the pt might want to try a different infusion set. On further follow up with the patient's mother on a week later, she stated the pt is getting over her cold, and her blood glucose readings are better. She also said the patient's doctor had adjusted the patient's basal rates. Site rotation and management was discussed with the mother. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.